Event description:
During serivice the baxter repair technician noted that channel a failed accuracy testing with under delivery. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Evaluation summary: the infusion pump was tested for flow accuracy at 100 ml/hour, the channel a failed the accuracy test with under delivery. Inspection of the device found that the under delivery was caused by a faulty channel a pump head mechanism and therefore the channel a pump head mechanism was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. Baxter will continue to monitor similar reports for possible trends.